Event description:
It was reported by service report that the stretcher had a broken weld on the patient right side foot end rail and there were sharp edges. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Unit has been removed from service and a new unit is in the process of being ordered and will be replaced upon receipt.